Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer stated that the insulin pump was alarming. The customer's blood glucose was 300 mg/dl, which he had treated with a syringe. The customer was advised that if the error were to occur more than once, the insulin pump should be replaced. Nothing further was reported.